Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call indicating that he was hospitalized due high blood glucose. Customer's blood glucose was 500 mg/dl. The csutomer was experiencing symptons of vomiting, labored breathing, couldn't walk or talk. Customer reported they have a backup plan available. The customer was treated for high blood glucose with insulin drip, glucose and water. The customer was admitted to the hospital. The cause of emergency room visit as per healthcare provider was diabetic ketoacidosis. The customer is still in the hospital. After troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call when tubing clamp received to perform high pressure test. The customer stated that the device is working properly but he wants the device be replaced.

Manufacturer narrative:
The insulin pump passed functional test including prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. However, the insulin pump was received with cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.